Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l) or cause the continuous glucose monitor to read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery.